Event description:
It was reported that the t:slim x2 insulin pump battery would not charge. There was no reported impact on the customer's blood glucose level. The customer was advised to plug the wall adapter into a known working outlet for 30 minutes, which did not resolve the issue. Attempts to use a different wall adapter also failed. Technical support sent a replacement tandem charging cable and wall adapter with two-day shipping and advised the customer to ensure they have backup insulin. Follow-up attempts by technical support included emails and voicemail, but there was no response from the customer.